Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a sparc on (B)(6) 2005 to treat her bladder and uterine prolapse. It was alleged the plaintiff suffered serious bodily injuries, including pain and cramping, scarring, dyspareunia, discomfort, depression, anxiety and was required to undergo additional medical procedures. On or about (B)(6) 2011 the plaintiff underwent a partial mesh removal. Again on or about (B)(6) 2012, the plaintiff underwent another mesh removal procedure. It was additionally alleged the plaintiff has experienced significant emotional, mental and chronic physical pain and suffering, has chronic urinary tract infections, prolapse, anal fissures, has required additional surgery and medical treatment and has sustained permanent injury and other damages. Related to MFR report # 2183959-2012-01473.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report - (B)(4).